Event description:
Customer reported a button error alarm on her insulin pump. Customer's blood glucose is 162 mg/dl. She said she had her device in her bra and she was sweating. She cannot clear the button error alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on the motor assembly or electronic assembly noted during visual inspection.